Event description:
It was reported that the patient had the spectra penile prosthesis device was removed due to erosion in the scrotum. A new 16cmx12mm penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.